Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis and a heart attack on (B)(6) 2016 at 6 pm with a blood glucose level of over 500 mg/dl. The customer was treated for their blood glucose with IV drip and bolus form the insulin pump. The customer felt symptoms of vomiting. The customer was wearing their insulin pump during their hospitalization. The customer was prescribed anti-bionics and was assisted with troubleshooting their insulin pump. The customer's insulin pump passed all test functions but insisted on having a replacement insulin pump shipped to them. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.